Event description:
It was reported that the right ventricular (rv) lead was oversensing and the lead polarity had changed to unipolar. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product: 5076-52 implantable pacing lead 2009 (B)(6). (B)(4).